Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device check it was noted that this right ventricular (rv) lead exhibited high thresholds, high impedances, loss of capture (loc) and pacing inhibition. No adverse patient effects were reported. The lead was surgically abandoned and replaced.